Manufacturer narrative:
The lot history records of the reported lot number have been reviewed and no quality issues were noted. The pipeline will not be returned for evaluation as it was implanted in the patient. No other complaints have been reported against the lot number. The pipeline was not returned for analysis; therefore, the complaint could not be confirmed, and the event causes could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.

Event description:
Medtronic (covidien) received information that during a flow direction treatment of a large unruptured saccular right cavernous carotid aneurysm (max diameter 23.47 mm, neck width 9 mm) with a pipeline embolization device (ped) the physician reported that the proximal end of the device fell into the aneurysm. The landing zone artery sizes were 4.69 mm distal ica and 4.87 mm proximal ica. It was reported that the pipeline was deployed properly in the intended location. The ped was anchored about 2.5 mm proximal to the aneurysm neck. An occlusion balloon catheter was used to gain better wall apposition proximally because the anatomy caused the device to narrow as it came through the neck of the aneurysm around a bend. It was reported that the proximal pipeline did not fully open due to tortuous anatomy. The angioplasty performed successfully before the device prolapse into the aneurysm. The physician attempted to reaccess the pipeline with the microcatheter which cause the pipeline fell into the aneurysm from proximal end. The proximal end of the pipeline remained inside the aneurysm because the physician was unable to reaccess the pipeline. Angiography result post procedure showed no occlusion because the pipeline was not covering the neck of aneurysm. The patient was stable and was released from the hospital. The device will not be returned as it was implanted in the patient.